Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced discomfort and pain in their scotum following device implant. The device was explanted approximately two months later and the patient discomfort resolved; no signs of infection were noted during removal. A tactra malleable prosthesis was subsequently implanted. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported clinical observations of discomfort and pain are listed in the device instructions for use (IFU) as known risks of device use. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced discomfort and pain in their scotum following device implant. The device was explanted approximately two months later and the patient discomfort resolved; no signs of infection were noted during removal. A tactra malleable prosthesis was subsequently implanted. No patient complications were reported.